Manufacturer narrative:
The pump was received with cracked reservoir tube lip and cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had broken lcd screen. No further information provided.